Manufacturer narrative:
The initial reported event of lead fracture with replacement was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. The lead was capped and replaced. Years later, it was further reported by the patient's spouse that the lead was bad. An alert was noted to have been triggered "to indicate that a lead wasn't connected at all."